Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the screw broke while it was being inserted. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information in b5 and b7.

Event description:
It was reported that during an acl surgery, the screw broke while it was being inserted. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one scr biorci 7x25mm (7mm head) strl bx 1 intended for use in treatment has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states: ¿ during an acl surgery, the screw broke while it was being inserted¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. Per instructions for use: ¿excessive force should not be placed on the delivery instrument¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.